Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratch across screen that affected the visibility. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had pump had rejected battery 3 or 4 times. The device will not be returned for analysis.